Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Technician reported pt experienced overcorrection and induced astigmatism after lasik surgery. Records received show mild residual astigmatism at the two month post operative visit. Right eye of the same pt was reported under MFR report # 3003288808-2011-00043.